Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -12.50/4.0/85 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was implanted upside down and wouldn't open; which the surgeon managed to eventually open it and left it in place. There was then corneal edema and refractive surprise; which the surgeon noted it was upside down. The lens was then explanted on the same date. On (B)(6) 2022 a replacement lens of the same model/length was implanted and this resolved the problem. Postoperative report indicated "exchanged as successful. Surgeon now understands how to adapt technique to ensure lens unfolds correctly" the cause of the event was reported as user error.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).